Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 119 mg/dl. The customer was given juice, food, and intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was at the emergency room both on (B)(6) 2017. The insulin pump will not be returned for analysis.